Event description:
During an in clinic follow-up, decreased sensing was observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead into the atrium was confirmed. The cause of the dislodgement was alleged to be due to twiddler's syndrome. While attempting to reposition the rv lead, the helix would not rotate. The rv lead was explanted and replaced to resolved the event. The patient was stable.